Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As rec'd, the charger was unable to charge a battery pack. Upon eval, the q1 transistor and u13 8-bit cmos flash micro-controller were shorted and there was contamination on the battery board. The cause of the inability to charge the batteries is the contaminated battery board and shorted q1 transistor and u13 component. The cause of the shorted components is the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged components and board. The last pt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) would not charge a battery pack. The last pt to use this battery pack did not report any deficiencies.